Event description:
It was reported that a pending alarm was occurring. The pump was already implanted. The reporter read the pump to program it and saw the pending alarm. The logs were accessed and the reporter saw that a stall occurred on (B)(6) at 12:11 and it recovered at (B)(6) at 1:05. The telemetry was deleted from the programmer so it was unclear if the reported times were am or pm. The reporter¿s programmer was ¿fast¿ by one hour. Per the reporter during that time the pump was in ¿transit¿ and it was ¿very cold in (B)(6), ~20 degrees. It was discussed possibility of freezing temps or magnets stalling the pump and the recommendation if pre-implant to use a different pump. Per the reporter the case as started when she was still in a cab and had picked up the pump from a different hospital. The reporter was assisted to locate the silence alarm box on the alarm tab. The silence alarm check box was not present on alarms tab. The reporter had not already silenced the alarm. The caller re-read the logs and confirmed the motor stall and motor stall recovery information. There were no further stalls/recoveries noted. The pump appeared to be functioning properly. In regards to how the patient was doing, according to the neurosurgeon, the next day the patient was much better, looser. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).